Event description:
Customer reported having low blood glucose. The customer's blood glucose was 42 mg/dl. The customer stated he had eaten and taken glucose tablets, which raised his blood glucose to 54 mg/dl. Troubleshooting for low blood glucose found the customer's drive support cap appeared to be normal. The customer also stated he had changed his infusion set. The customer also reported that this was his first night on the insulin pump. The customer's blood glucose was 70 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).